Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the black box revealed evidence of loss of prime (call service (cs) 162 alarms on (B)(6) 2014 due to low none-zero force warning. There were no ¿cs162¿ warnings or any errors, alarms or warnings that occurred during the investigation. The reported ¿loss of prime¿ issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple "loss of prime" issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 22mmol/l with nausea. It was noted that the patient did not require medical intervention. The reported bg value with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because the reported malfunction was not resolved during troubleshooting.

Manufacturer narrative:
The 3500a supplemental was submitted to add pump asset serial number: (B)(4).